Event description:
Uring an open rotator cuff repair, two anchors broke during insertion. The surgeon was inserting the first anchor when it broke in half. A second anchor was tried but the inserter shaft broke during insertion. The surgeon stated that one anchor broke above the eyelet and was left imbedded in the cortical bone. The inserter of the second device broke during insertion of the anchor which was removed. The surgeon did not pre-drill the insertion site which is recommended in the instructions for use. A delay of ten minutes took place to get additional anchors to complete the procedure. No patient injury or complications were reported.